Event description:
Contact reported that a pt underwent cevical fixation in january. Pt presented with pseudoarthrosis at c6-7 (c4-5 & c6-6 had fused). Upon removal of anterior construct one screw was broken at c7 left side. As surgical intervention occurred an MDR is being filed.